Manufacturer narrative:
Device evaluation submitted (B)(4) 2013 follow-up # 1 - the pump was returned to animas and evaluated by product analysis on (B)(6) 2012: no defect was found. The pump powers up normally. Total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. Y. Performed numerous "ez-prime" operation successfully. Force sensor calibration reading is within specification. Pump ran for 24hrs and passed a 29 hour flow accuracy test and found to be delivering within required specifications . The pump was opened, no damage was found to the force sensor circuit or to the power circuit. Black box review shows an unacknowledged 144 "empty cartridge" warning for 1 hr inducing a drain of the battery followed by a chain of reboots for 2h due to the ignored 128 - replace battery - alarm on (B)(6) 2012.

Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the patient has had unexplained high blood glucose (bg) values since (B)(6) 2012. The reporter stated the patient's bg remained in the 200-300 mg/dl range since (B)(6) 2012; however on the morning of (B)(6) 2012 the patient woke up feeling nauseous and complaining of a stomach ache. When her bg was checked her meter read "hi" (bg >600 mg/dl). In response to the symptoms and high bg value, the patient's mother stated she discontinued pump and started the patient on injections. At the time of the call, the reporter stated the patient's bg was 204 mg/dl and did not have any symptoms. At the time of troubleshooting, the reporter reviewed all the pump settings and confirmed they were all programmed correctly. The patient's mother denied any changes to patient's diet, activity level or new medications. Review of prime history confirmed patient was changing site every 3 days with the appropriate amount of insulin. Customer support also noted that tdd (total daily delivery) was adding up correctly with basal and bolus deliveries. There were no associated alarms in pump history. Last alarm recording in the pump was for a low battery on (B)(6) 2012. The patient's mother also denied any site issues. At the time of the call, the reporter informed customer support that the patient started puberty and may be having a growth spurt. Customer support advised the reporter to contact the patient's hcp to discuss high bg and potential adjustments to pump settings. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.